Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient got poor communication with the programmer and that it was unable to do telemetry both with and without the antenna attached. The patient used the antenna and when it was confirmed it was securely attached and synchronized to the implantable neurostimulator (ins) it did not resolve the issue. When the antenna was unplugged from the programmer and then re-synchronized the issue still did not resolve. When asked if they were getting therapy the patient stated that ¿not totally but yes¿ but they confirmed they were getting ¿50% or adequate/satisfactory therapy.¿ additional information received on april 11, 2017 from the patient reported that they had received their replacement programmer and the screen was blank and it would not power on. The patient took then batteries used out of old programmer and the replacement programmer was now working. The patient tried connecting to their implantable neurostimulator (ins) but was getting poor communication. It was difficult to understand the patient and it was uncertain if they were using the antenna with the programmer or not. The patient was redirected back to their healthcare professional (hcp) to have their ins checked. No patient symptoms or harm were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.